Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was not responding to magnet placement. It was noted that the patient had undergone an MRI. No intervention or patient symptoms were reported.